Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specs. No unexpected low battery alarms were noted during testing. Device passed displacement test and unexpected restart error test and all operating currents test. Device received with cracked display window corners noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had received rejected battery. The customer¿s blood glucose level was unknown. Customer also reported that the battery life was feels changing more often and upper right corner of display screen was crack. Customer troubleshoot was not performed. The insulin pump will not be returned for analysis.